Event description:
Baxter (B)(4) received a report that one folfusor sv 4ml device leaked. As the infusor was being filled, the infusion tube leaked. It seems as if the tube was cut/ripped. One unit affected / samples available. The reported complaint took place before patient connection, no patient involvement. The device was filled with saline. No additional information.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of leak due to cut on the tubing was confirmed. Visual examination of the unit confirmed that the delivery tubing was half-way cut, with a smooth surface on the cut (rather than a jagged surface). The root cause was operator error (B)(4). No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.